Event description:
Ous MDR - it was reported that after an implant duration of 49 months oversensing as well as abnormal pacing impedances were noted on this right atrial lead. The lead was set to unipolar configuration and remains implanted. No adverse patient side effects have been reported.

Manufacturer narrative:
For 4/16/2015 - on (B)(6) 2014 it was reported that during a revision procedure for the right ventricular lead this right atrial lead showed low out of range pacing impedances in both unipolar and bipolar configuration. A fluoroscopy revealed insulation damage on the right atrial lead. The lead was successfully explanted on (B)(6) 2014. The performance of the lead under complaint was scrutinized, including a visual inspection. The inspection of the lead revealed a damaged insulation at 30 cm distal to the is-1 connector pin. In that section, the lead body was found squeezed and deformed. The outer conductor coil was found fractured. Due to the insulation damage the inner and outer conductor coil were found electrically contacted. These findings can be considered to be the root cause for the low out of range pacing impedance. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular ¿ first rib entrapment. The analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The lead was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular lead. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the lead was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.